Event description:
Customer reported her son was unable to wake her up and called the emts. The emts checked customer's glucose on their device and received a reading of 6 mg/dl while her son took a reading on the adc meter and received a result of 39 mg/dl. The emts administered via IV.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.